Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("getting out of recovery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting out of recovery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal had resolved and the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, medical device removal and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, pelvic pain, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: follow-up received. Events added- pelvic pain, dysfunctional uterine bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("getting out of recovery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.